Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000mcg/ml (dose unknown) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. The logs show a motor stall occurred (B)(6) 2018. There was no electromagnetic interference or magnetic interaction with the pump. It was unknown if the patient recently had magnetic resonance imaging (MRI). The patient experienced withdrawal symptoms associated with the motor stall and had been in the intensive care unit (ICU). The pump was replaced (B)(6) 2018 due to the motor stall and was being returned for analysis. The representative interrogated the old pump, not wanting to update it and did not know how to end that session to begin a new one with the new pump. The representative was assisted with screen navigation to end the current session. No further complications were reported. Additional information was received from a manufacturer representative. The pump was resolved. Patient weight and medical history were unknown.